Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high bg and insulin flow blocked alarms. During hospitalization, patient received IV insulin drip as corrective treatment. No further information available.